Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide cath: xb 3.75, stent: xience (2.5 x 28 mm, 2.5 x 8 mm, 2.75 x 8 mm) promus 2.5 x 8 mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex coronary artery that was moderately tortuous. After implantation of four stents, proximal/mid obtuse marginal (om1) (xience 2.5 x 28 mm), mid/distal om1 (xience 2.5 x 8 mm), mid circumflex (xience 2.75 x 8 mm) proximal om1 (promus 2.5 x 8 mm), when the high-torque versaturn guide wire was being withdrawn from the om1, the tip of the guide wire (3 cm) separated and was left in the distal om1. There was no attempt to remove the separated guide wire tip. There was no reported resistance during advancement or withdrawal. There were no patient effects however there was prolonged hospitalization. No additional information was provided.